Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Svn: (B)(4). Start date of the sensor: (B)(6) 2019. Start hour of the sensor:, sensor start missing reason:, location of sensor insertion: arm, date of sensor alert: (B)(6) 2019, hour of sensor alert:, sensor alert missing reason: complaints text (B)(6) 2019 12:53:20 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2019 12:51:35, (B)(6). Initial notes: stated that she is having trouble with sensor she inserted this morning. Sg vs bg difference, the cal not accepted x2, then change sensor inquired what led up to the complaint. Customer response: cal not accepted, x2, change sensor change sensor/sensor updating/sg value not available/calibration not accepted t/s per dop114-980. Customer would not like to continue troubleshooting. Expl possible causes of change sensor. Customer reports they did not receive a sensor updating/sg not available alert. Customer reports they did receive a calibration not accepted alert. Expl cal not accepted alert and possible causes. Adv to inspect sensor to determine if it is securely taped to skin or if it has moved. Found: yes. Customer does not report consecutive sensor alerts with different sensors. Customer does wish to test transmitter. Customer is able to run test on transmitter. Assisted in performing test on transmitter. Test passed. Offered to review sensor best practices. Customer declined to review. Customer's outcome pertaining to the complaint: replace sensor ship: sensor/return: na. Initial notes: stated that she is having trouble with sensor she inserted this morning. Sg vs bg difference, the cal not accepted x2, then change sensor inquired what led up to the complaint. Customer response: sg 80 vs bg 228 guardian sensor 3 - sg vs bg t/s per dop114-980. Adv it is best to focus more on trends (direction and speed of sg readings) and less on individual glucose numbers. Adv sensor glucose readings will rarely match bg meter readings because of how glucose travels through the body. Adv larger differences should be expected after meals, insulin bolus, or when rise/fall arrows are present on the pump screen. Adv the higher the bg value, the greater the potential for a difference between sg vs bg. Adv on average sg vs bg differences should remain under 20% over the life of the sensor. Question - was insulin delivery suspended due to sg vs bg difference? Response: kicked her out of auto mode. Bg value from reported event: 228 mg/dl. Sg value from reported event: 80. Sg and bg difference 148. Offered to review site selection, taping, insertion and calibrations. Customer declined to review. Explained common contributing factors include, non-optimal insertion, site location, taping, and timing of bg entries. Customer reports difference is occurring with the current sensor. Adv to inspect sensor to determine if it is securely taped to skin or if it has moved. Found: securely taped. Adv to wait at least 1 hour and consider using alert silence feature during waiting period. Adv if bg values are stable (they have not eaten or delivered bolus) to calibrate. Otherwise, wait an additional hour before calibrating. Adv to monitor and change sensor if issue persists. Already has the change sensor alert. Will change the sensor in the morning to avoid alerts to cal in the middle of the night customer's outcome pertaining to the complaint: replace sensor ship: sensor replaced/return: na.